Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was at their healthcare provider's office the day of the report and stimulation wasn't working for the patient and they needed stimulation adjusted. It was reported that the patient was experiencing stimulation in the wrong location. The patient also stated that something had moved in their shoulder and neck area (where she usually got stimulation) and felt like her components had moved. When she laid a certain way she got a pinching sensation in her shoulder area and close to her spine when stimulation was on. The patient hadn't used stimulation since (B)(6) of 2015. Impedances measurements were not taken at the time of the report and neither a physician or patient programmer were available. The patient further reported that the steps taken to resolve the pinching sensation and the possibility that the components moved were that the patient had to sit with a pillow behind the left side of their back and lay a certain way. They didn't know what circumstances led to these issues. It just started waking the patient up at night when they laid a certain way and it was very painful. The patient stated "it felt like it was pushing against something in my back. There would be a puffed up place in the place where I was having pain."